Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal debris.

Event description:
It was reported that revision surgery was performed due to unexplained pain in the operated hip since (B)(6) 2015.